Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons was hard to press. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had rejected batteries numerous times and when taking out batteries it had reset insulin pump setting more than once, also had hairline fracture on front area. The insulin pump will not be returned for analysis.